Event description:
Patient reported that the readings from the livongo blood pressure monitor were inconsistent on the systolic while testing. The patient reproted that the livongo blood pressure monitor cuff was not deflating and had to press the stop button to stop the monitor from inflating.

Manufacturer narrative:
The blood pressure monitor was requested back from the patient but has not yet been returned.if the device is returned an investigation will be conducted and a supplemental report will be filed.